Event description:
Additional information: it was later indicated that normal battery depletion was suspected.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. Pump miscellaneous eos due to time progression.

Event description:
It was initially reported that the patient came for a scheduled refill and on interrogation, the pump logs showed an eri (elective replacement indicator) and eos (end of service). Patient was situated in a nursing home and was not sure if an alarm occurred. The pump was replaced. After explant, it was noticed that the pump was emitting a critical alarm. It was indicated that the alarm was not recognized or was ignored in the nursing home where the patient was located. The last refill session was noted to have occurred on (B)(6) 2011. It was added that the refill was performed in an after care center and "on this day was performed by someone who was experienced in the pump handling, so the eri reminder (3 month) stayed unnoticed". After the refill the patient went back to the nursing home where she was located; "the alarms were probably just not recognized in the nursing home when they occurred". Drug delivered via the device was baclofen 500mcg/ml. Patient outcome following replacement was noted as "ok".

Manufacturer narrative:
Analysis results of the returned device were not available at the time of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).